Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that thrombus occurred. An opticross hd vascular imaging catheter was selected for imaging the lesion during a percutaneous coronary intervention procedure. Imaging errors occurred and complications in the vessel occurred. The vessel was temporarily occlude with either thrombus or air. Repeated flushing and reconnecting did not bring any success in resolving the errors. Another opticross hd vascular imaging catheter was used to complete the procedure. No patient complications occurred and the patient status is fine.